Manufacturer narrative:
H10: mechanism will not stay on and keeps rebooting. The pressure sensor circuit will not calibrate into proper range. Probable cause for the calibration failure is a faulty app assembly and a faulty pressure detector. The delivery accuracy test results could not be duplicated due to the mechanism calibration failure. Probable cause for the failed delivery accuracy test is a faulty driver board. Additional information in section g1.

Manufacturer narrative:
The device is available for investigation. It has not been received.

Event description:
The event occurred on an unknown date. The event involves a plum 360 infusion pump that the customer states the unit fails delivery accuracy test. No more information was provided.